Manufacturer narrative:
Investigation: visual inspection: a deformation of the outer housing of the progav valve was observed through the visual inspection. The measurement of the plane parallelism could confirm that with a value of -0,042mm the housing membrane is outside tolerance (0 ± 0.02 mm). Some deposits on the catheter is visible. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the both valves are not operating within the acceptable tolerance in either position. Adjustment test: the progav was tested and is limited adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the limited adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results : based on our examination results, we can determine an accelerated, slower outflow and limited adjustability on the shunt system. The cause of the slower/accelerated outflow and limited adjustability could be the detected deposits. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav shuntsystem (part # fv413t) was implanted during a procedure performed on an unknown date. According to the complainant, the shunt system was believed to be operated in overdrainage and difficult to adjust.. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 12 years. Height: 150 centimeters (cm). Weight: 40 kilograms (kg). Gender: male.